Manufacturer narrative:
Device received with blank display due to components on electrical board physically broken or cracked. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify critical pump error (open book image) alarm due to blank display. Device received with scratched case. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received critical pump error alarm. Insulin pump was not working properly. She accidentally bumped the insulin pump and now the red notify light is flashing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.